Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery dropped from 80% to 15% after being connected to a power source. In addition, the customer was having difficulty charging the pump. The same cable and wall adapter were connected to a different outlet, the pump initially wouldn't charge however later began charging successfully. The battery gauge then jumped from 15% to 100%. The customer's blood glucose level was 162 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy.